Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), device breakage ('three pieces of essure material') and genital haemorrhage ('general abnormal bleeding') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nickel sensitivity, anxiety and depression. Concomitant products included fluoxetine hydrochloride (prozac), hydromorphone hydrochloride (dilaudid), lithium and paracetamol (tylenol). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)"). On (B)(6) 2010, the patient experienced pruritus allergic ("allergic or hypersensitivity reaction type: itchy skin"), 10 months 16 days after insertion of essure. In (B)(6) 2010, the patient experienced back pain ("back pain/lower back pain") and anxiety ("psychological or psychiatric problems condition: anxiety"). In (B)(6) 2011, the patient experienced fibromyalgia ("fibromyalgia") and myofascial pain syndrome ("myofascial pain syndrome"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), hypersensitivity ("hypersensitivity"), psychological trauma ("psych injury"), vaginal infection ("bladder/urinary problems: vaginal infection"), fatigue ("fatigue"), tooth disorder ("dental problems"), headache ("headaches"), nausea ("nausea"), gastrointestinal disorder ("gastrointestinal disorder"), allergy to metals ("nickel allergy") and complication of device insertion ("one of the coils was unable to be completely inserted into the fallopian tube") and was found to have neoplasm ("tumor"), weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (essure coils removal & bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the device dislocation, device breakage, genital haemorrhage, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, back pain, hypersensitivity, psychological trauma, vaginal infection, fatigue, tooth disorder, headache, nausea, neoplasm, weight increased, gastrointestinal disorder, hormone level abnormal, pruritus allergic, anxiety, allergy to metals, fibromyalgia and myofascial pain syndrome outcome was unknown. The reporter considered abdominal pain, allergy to metals, anxiety, back pain, complication of device insertion, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, myofascial pain syndrome, nausea, neoplasm, pelvic pain, pruritus allergic, psychological trauma, tooth disorder, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted for date of insertion previously reported as (B)(6) 2010 and now reporting as (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: total bilateral occlusion. Pathology test - on (B)(6) 2021: gross description: specimen a, "bilateral fallopian tubes": received in formalin are two unoriented tan-purple fallopian tubes with fimbria and three pieces of essure material. Fallopian tube arbitrarily designated #1 is 6.5 cm in length by 0.8 cm in diameter. Fallopian tube arbitrarily designated #2 is 6.5 cm in length by 0.8 cm in diameter. Cut surfaces are one possible paratubal cyst arbitrarily designated fallopian tube #1 (0.2 x 0.2 x 0.2 cm in contains a clear fluid). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2021: mr received. Essure removal was added. Reporter's information updated. Concomitant dugs and surgery names were added. New event added- device breakage. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), device breakage ('three pieces of essure material') and genital haemorrhage ('general abnormal bleeding') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nickel sensitivity, anxiety and depression. Concomitant products included fluoxetine hydrochloride (prozac), hydromorphone hydrochloride (dilaudid), lithium and paracetamol (tylenol). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)"). On (B)(6) 2010, the patient experienced pruritus allergic ("allergic or hypersensitivity reaction type: itchy skin"), 10 months 16 days after insertion of essure. In (B)(6) 2010, the patient experienced back pain ("back pain/lower back pain") and anxiety ("psychological or psychiatric problems condition: anxiety"). In (B)(6) 2011, the patient experienced fibromyalgia ("fibromyalgia") and myofascial pain syndrome ("myofascial pain syndrome"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), hypersensitivity ("hypersensitivity"), psychological trauma ("psych injury"), vaginal infection ("bladder/urinary problems: vaginal infection"), fatigue ("fatigue"), tooth disorder ("dental problems"), headache ("headaches"), nausea ("nausea"), gastrointestinal disorder ("gastrointestinal disorder"), allergy to metals ("nickel allergy") and complication of device insertion ("one of the coils was unable to be completely inserted into the fallopian tube") and was found to have neoplasm ("tumor"), weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (essure coils removal & bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the device dislocation, device breakage, genital haemorrhage, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, back pain, hypersensitivity, psychological trauma, vaginal infection, fatigue, tooth disorder, headache, nausea, neoplasm, weight increased, gastrointestinal disorder, hormone level abnormal, pruritus allergic, anxiety, allergy to metals, fibromyalgia and myofascial pain syndrome outcome was unknown. The reporter considered abdominal pain, allergy to metals, anxiety, back pain, complication of device insertion, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, myofascial pain syndrome, nausea, neoplasm, pelvic pain, pruritus allergic, psychological trauma, tooth disorder, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted for date of insertion previously reported as (B)(6) 2010 and now reporting as (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: total bilateral occlusion. Pathology test - on (B)(6) 2021: gross description: specimen a, "bilateral fallopian tubes": received in formalin are two unoriented tan-purple fallopian tubes with fimbria and three pieces of essure material. Fallopian tube arbitrarily designated #1 is 6.5 cm in length by 0.8 cm in diameter. Fallopian tube arbitrarily designated #2 is 6.5 cm in length by 0.8 cm in diameter. Cut surfaces are one possible paratubal cyst arbitrarily designated fallopian tube #1 (0.2 x 0.2 x 0.2 cm in contains a clear fluid). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2021: mr received. Essure removal was added. Reporter's information updated. Concomitant dugs and surgery names were added. New event added- device breakage. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), device breakage ('three pieces of essure material') and genital haemorrhage ('general abnormal bleeding') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nickel sensitivity, anxiety and depression. Concomitant products included fluoxetine hydrochloride (prozac), hydromorphone hydrochloride (dilaudid), lithium and paracetamol (tylenol). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)"). On (B)(6) 2010, the patient experienced pruritus allergic ("allergic or hypersensitivity reaction type: itchy skin"), 10 months 16 days after insertion of essure. In (B)(6) 2010, the patient experienced back pain ("back pain/lower back pain") and anxiety ("psychological or psychiatric problems condition: anxiety"). In (B)(6) 2011, the patient experienced fibromyalgia ("fibromyalgia") and myofascial pain syndrome ("myofascial pain syndrome"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), hypersensitivity ("hypersensitivity"), psychological trauma ("psych injury"), vaginal infection ("bladder/urinary problems: vaginal infection"), fatigue ("fatigue"), tooth disorder ("dental problems"), headache ("headaches"), nausea ("nausea"), gastrointestinal disorder ("gastrointestinal disorder"), allergy to metals ("nickel allergy") and complication of device insertion ("one of the coils was unable to be completely inserted into the fallopian tube") and was found to have neoplasm ("tumor"), weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (essure coils removal & bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the device dislocation, device breakage, genital haemorrhage, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, back pain, hypersensitivity, psychological trauma, vaginal infection, fatigue, tooth disorder, headache, nausea, neoplasm, weight increased, gastrointestinal disorder, hormone level abnormal, pruritus allergic, anxiety, allergy to metals, fibromyalgia and myofascial pain syndrome outcome was unknown. The reporter considered abdominal pain, allergy to metals, anxiety, back pain, complication of device insertion, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, myofascial pain syndrome, nausea, neoplasm, pelvic pain, pruritus allergic, psychological trauma, tooth disorder, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted for date of insertion previously reported as (B)(6) 2010 and now reporting as (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: total bilateral occlusion. Pathology test - on (B)(6) 2021: gross description: specimen a, "bilateral fallopian tubes": received in formalin are two unoriented tan-purple fallopian tubes with fimbria and three pieces of essure material. Fallopian tube arbitrarily designated #1 is 6.5 cm in length by 0.8 cm in diameter. Fallopian tube. Arbitrarily designated #2 is 6.5 cm in length by 0.8 cm in diameter. Cut surfaces are one possible paratubal cyst arbitrarily designated fallopian tube #1 (0.2 x 0.2 x 0.2 cm in contains a clear fluid). Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 23-oct-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), hypersensitivity ("hypersensitivity"), psychological trauma ("psych injury"), vaginal infection ("bladder/urinary problems: vaginal infection"), fatigue ("fatigue"), tooth disorder ("dental problems"), headache ("headaches"), nausea ("nausea") and gastrointestinal disorder ("gastrointestinal disorder") and was found to have neoplasm ("tumor"), weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, back pain, hypersensitivity, psychological trauma, vaginal infection, fatigue, tooth disorder, headache, nausea, neoplasm, weight increased, gastrointestinal disorder and hormone level abnormal outcome was unknown. The reporter considered abdominal pain, back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, nausea, neoplasm, pelvic pain, psychological trauma, tooth disorder, vaginal infection and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. Case become incident. Previously reported event "injury" was updated to migration, dysmennorhea (cramping). Dyspareunia (painful sexual intercourse), pelvic/ abdominal, back, general abnormal bleeding, hypersensitivity, psych injury, bladder/urinary problems: vaginal infection , fatigue, gi conditions, dental probs ,hormonal changes, headaches, nausea , tumors, weight gain were added. Lab data added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and genital haemorrhage ('general abnormal bleeding') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nickel sensitivity, anxiety and depression. Concomitant products included fluoxetine hydrochloride (prozac) and lithium. On (B)(6) 2010, the patient had essure inserted. In november 2010, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)"). On (B)(6) 2010, the patient experienced pruritus allergic ("allergic or hypersensitivity reaction type: itchy skin"), 10 months 16 days after insertion of essure. In december 2010, the patient experienced back pain ("back pain/lower back pain") and anxiety ("psychological or psychiatric problems condition: anxiety"). In november 2011, the patient experienced fibromyalgia ("fibromyalgia") and myofascial pain syndrome ("myofascial pain syndrome"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), hypersensitivity ("hypersensitivity"), psychological trauma ("psych injury"), vaginal infection ("bladder/urinary problems: vaginal infection"), fatigue ("fatigue"), tooth disorder ("dental problems"), headache ("headaches"), nausea ("nausea"), gastrointestinal disorder ("gastrointestinal disorder"), allergy to metals ("nickel allergy") and complication of device insertion ("one of the coils was unable to be completely inserted into the fallopian tube") and was found to have neoplasm ("tumor"), weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, back pain, hypersensitivity, psychological trauma, vaginal infection, fatigue, tooth disorder, headache, nausea, neoplasm, weight increased, gastrointestinal disorder, hormone level abnormal, pruritus allergic, anxiety, allergy to metals, fibromyalgia and myofascial pain syndrome outcome was unknown. The reporter considered abdominal pain, allergy to metals, anxiety, back pain, complication of device insertion, device dislocation, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, myofascial pain syndrome, nausea, neoplasm, pelvic pain, pruritus allergic, psychological trauma, tooth disorder, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted for date of insertion previously reported as 01-jan-2010 and now reporting as 16nov2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in february 2011: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 31-oct-2019: pfs received. Events: itchy skin, anxiety, nickel allergy, fibromyalgia and myofascial pain syndrome,complication of device insertion added. Lab data, medical history and concomitant drugs added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.